Event description:
The surgical technician opened the lens container of an aq1016v silicone three piece lens and it was noted that one haptic was found bent. The lens was not used and there was no patient contact. The model and lot numbers of the injector and cartridge were not provided by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic bent. There was evidence of surgical residue. Conclusions: (no conclusion can be drawn): the root cause for this event could not be determined because the injector and cartridge used were not returned.